Manufacturer narrative:
The product is not available for evaluation. Forty-two days post index procedure, the patient experienced a neurological event. The patient had symptoms of aphasia and dysarthria and was diagnosed with an ischemic stroke. The onset was sudden and the recovery was full with no deficit. The patient required hospitalization for at least 4 days and the symptoms lasted well over 24 hours. A carotid ultrasound revealed no hemodynamically significant stenoses. The neurologists impression was that the patient had a small stroke probably deep in the left hemisphere. The patient's medical history includes hyperlipidemia, coronary artery bypass graft, history of smoking (>5packs of cigarettes), coronary artery disease, and hypertension. The patient was enrolled in the (B)(4) study on (B)(6) 2008 with a 95% lesion in the left carotid artery. The lesion was eccentric, concentric, moderately calcified and 15mm in length. The vessel was moderately tortuous and 5.5mm in diameter. The lesion was pre-dilated. An angioguard was placed and a precise stent was successfully implanted. The final percentage of stenosis was 0%. The patient was discharged the next day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel, and procedural factors may have contributed to the reported events. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As reported by the (B)(4) study, the patient experienced an ischemic stroke six weeks after the index procedure. The target lesion was located in the proximal left internal carotid artery (ica). The lesion was described as 95% stenosed, 15mm in length, non-thrombosed, concentric, arch type ii, eccentric, with moderate calcification. The reference vessel was 5.5mm in diameter and moderately tortuous. A 5mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated with an unknown balloon catheter. An 8x30mm precise pro rx stent was successfully implanted and the angioguard rx was retrieved with no debris noted in the basket. Residual stenosis was 0%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. Adjudication minute review revealed that six weeks after the index procedure, the patient presented to the emergency room aphasic with a glasgow coma scale of 15. Her blood pressure was 226/120 and later went up to 239/105mm hg. Her pulse rate was 58 and 74 respectively. A neurological exam revealed no focal deficits and a CT scan of the brain without contrast was negative with no hemorrhage. The neurologist impression was that the patient had a small stroke. Two days after the stroke, the patient's speech improved and the patient was virtually back to normal.